Event description:
It was observed during the device inspection, the video system center had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was likely due to the failure of the low voltage switching device printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.